Event description:
An adverse event was reported involving medical device nr860k - enduro locking nut f/rotation axis. Specifically, it was reported that postoperatively, the knee prosthesis decoupled (locking nut located behind the femoral condyle). A revision surgery was performed on (B)(6) 2026. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4). Involved component: nr882m/ enduro meniscal component f2 14mm (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the complained medical device was not made available for investigation. The manufacturer made good faith attempts to retrieve the complained medical device from the healthcare facility, however the complained medical device was not received. However, the meniscal component (involved component), was made available for investigation. During the investigation, visible damages and material abrasions were identified on the outer thread of the rotation axis. The taper of the rotation axis also exhibited visible damages or material abrasions. The gliding surface of the meniscal component showed only minor scratches and imprints. Additionally, small metal parts were observed adhered to the gliding surface. The provided locking ring and the bearing of the rotation axis showed no damages or abnormal wear. The bearing for rotation axis also showed small metal parts fixed on the surface. The device quality and manufacturing history records have been checked for the available lot number and were found to be according to the manufacturer's specifications, valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against the affected batch number. Conclusion/ preventive measures: based on the current information and investigation results, a clear root cause conclusion cannot be drawn. However, when the connection between the axis taper and the femur hinge ring cannot be firmly fitted, there is a gap and hence movement between the components. This leads to the femur safety nut unscrewing or to the axis breakage above the taper, potentially resulting in the loosening of the rotation axis locknut postoperatively. There is no indication for a design-, manufacturing- and/or material-related failure. Final comments: according to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery.

Event description:
Involved component: nr882m/ enduro meniscal component f2 14mm (aesculap ag reference no. (B)(4)).